Event description:
A nurse reported that a patient was put in position using the mayfield xr2 skull clamp (a2114) for a posterior cervical surgery. Once the patient was locked into position, the locking mechanism on the rocker arm gave way or let go, and the pins slipped creating a 4cm laceration on the patient's scalp that had to be sutured prior to starting the surgery. They stated that when they were flipping the patient, the physician was holding on to the frame of the skull clamp and not the locking mechanism or tension pin. Additional information received stated that 60 psi was applied to the patient. The surgery was delayed for over 30 minutes.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield infinity skull clamp (a2114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the complaint is not confirmed as the reported issue "slippage" could not be duplicated. The 80lb torque knob passed pressure testing and the skull clamp did not move when properly positioned and locked. The index knob is a little loose but would not move even if bumped by accident. Unrelated to the reported issue, the unit had both the right and left pawls replaced due to wear. The set screw in the index knob was replaced due to being slightly loose, and the unlock/lock sticker was missing upon receipt of the unit. Root cause analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.